Event description:
Patient presented to the physician with thinning of the skin at the ipg site. Physician prescribed antibiotics and surgically removed the entire inspire system to address the issue.